Event description:
The customer stated that the paramedics came to her house due to a low blood glucose reading of 31 mg/dl. Troubleshooting was performed. The time was programmed correctly, but the basal rates were not. Assisted in programming the correct basal rates. Nothing further was reported.

Manufacturer narrative:
Currently,it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.